Event description:
It was reported that after approximately eight days of intra-aortic balloon (iab) therapy, the console generated a catheter restriction alarm. The iab had ruptured and blood was seen in the tubing. The iab was not replaced due to futility of patient. The patient expired three days later on (B)(6) 2022.

Manufacturer narrative:
Occupation: education coordinator. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. The extender tubing was also returned. Two kinks were found on the catheter tubing approximately 39.9cm and 68.1cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.064cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4)